Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a possible infection. Also, the physician wanted to revise the location of the pump, it was reseated in left scrotum. The physician also removed the reservoir, drained it, reprepped it, and reconnected it to the pump. The system was tested and it was fully functional. There were no patient complications.